Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump received a no delivery and possibly motor error alarms, and his blood glucose was 466 mg/dl. The customer stated he was receiving no delivery alarms when close to wi-fi. The customer further reported he was treating with manual injection. He also stated the insulin may have been cloudy and expired and there was no crimp in the cannula. The customer declined to finish troubleshooting. Nothing further was reported.